Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported he had 4 bolus per day with a 4 hour lockout and was getting longer lockout times 6 hours, 9 hours or 12. Patient confirmed he had 4 bolus per 24 hours bolus restriction window. The patient was also reporting 90% delay when requesting a bolus. The patient also reported the myptm application was no longer on the home screen. Healthcare it (hcit) was not able to get the application back on the home screen after trouble shooting. Patient wanted the handset replaced. See request to repair.